Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The device exhibited excessive sleep current, and the battery depletion rate had changed, suggesting that it might have been affected by electrocautery during the previous procedure. The responsible component could not be determined since both analog/digital integrated circuits were covered by epoxy resin.

Event description:
A report was received that the patient had a previous revision procedure (MFR report #: 3006630150-2014-01144) wherein electrocautery was used during the procedure. The physician suspected malfunction on the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient had a previous revision procedure (MFR report #: 3006630150-2014-01144) wherein electrocautery was used during the procedure. The physician suspected malfunction on the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).